Event description:
Dr. Reported as follows: after treatment of 2200 ml plasma, pt's systolic blood pressure dropped to 50-70 mm hg. Pt suffered from abdominal pain, bradycardia, acrimation and facial edema. Injections of steriods, sympathomimetics, as well as fluid replacement and oxygen application were unsuccessful. Immediate disconnection from the liposorber la-15 system led to normalization of blood pressure after 20 minutes. One hour later, pt felt well and was discharged.